Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for automated peritoneal dialysis (apd). At the time of this report, extraneal viaflex and physioneal, unspecified product therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain which required hospitalization. On that same date, the patient began remedial therapy with vancomycin (1 g, "every 3/3 days", route not reported), and ceftazidime (1 g, daily, IV). On (B)(6) 2012, vancomycin and ceftazidime were discontinued. On (B)(6) 2012, the patient began remedial therapy with cefuroxime (IV, dose and frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital and remedial therapy with cefuroxime was discontinued. The cause of the peritonitis was not reported. The peritonitis resolved ((B)(6) 2012).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.